Event description:
The facility reported to baxter (B)(4) that the reservoir of a folfusor sv 2.5 device had ruptured while the device was being filled with 5-fluorouracil. There was no patient injury or medical intervention necessary as this event did not occur during patient use. No additional information is available.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. According to the customer, the device is not available to be returned to baxter for evaluation. Therefore, the reported condition of a ruptured reservoir cannot be confirmed. Should the sample and/or additional information be received, a follow-up medwatch will be submitted.